Event description:
Pt complained of light headness a few days prior to admission with a pulse rate of 30. On admission EKG demonstrated sinus bradycardia with a complete heart block. The pt underwent removal and replacement of pacemaker on 2/3/97 due to a diagnosis of pacemaker failure.